Manufacturer narrative:
The internal complaint file (B)(4), has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on february 16th. We received medwatch report #2600320000-2023-8064 and #2600320000-2023-8065 on april 19th, 2023 for this incident. These reports are from same incident and has exactly same details. Therefore, it is believed to be duplicate report that were accidentally filled twice. The biomed reported that the unit keeps tripping the circuit breaker in the room while powering up with ac plugged in. The incident occurred during a setup. The biomed was able to duplicate the same issue in different rooms as well. There was no patient involved in this incident. In the event of:"no power or battery run time is too short", the operator's manual provides with the possible condition: "power cord not plugged into ac power. Batteries discharged in dc operation" and the operator action as " change ac power source; check power cord connections. Recharge internal battery by connecting the power cord to the ac line. If the battery run time is less than ½ hour after a full 8 hour charge, call service to replace the rechargeable battery". In the event of "power off immediately after switch to on. System turns on for 2-3 seconds, then turn off automatically" with the possible condition "igbt's on driver 'a' and 'b' shorted. Eprom is not seated in the socket properly with the operator action "if the problem persists, power off and service machine." Evaluation: during the investigation, it was identified that q1 transistor on the driver b board was shorted and damaged, which caused the circuit breaker to trip. However, belmont service engineers were unable to confirm the customer complaint regarding the tripping the circuit breaker in the room while powering up with ac input power. The unit exhibited no other faults/failure. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. We also provided the user facility with the most up to date quick reference guide that details set up and lists compatible fluids. The root cause of the damaged transistor could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
The biomed reported that the unit keeps tripping the circuit breaker in the room while powering up with ac plugged in. The incident occurred during a setup. The biomed was able to duplicate the same issue in different rooms as well. There was no patient involved in this incident.